Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a severely bent grip with misalignment of the grip-tips preventing grips from holding clips as reported by the customer. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the jaws of the clip applier instrument were uneven therefore would not hold clip. The procedure was completed with no reported injury.